Manufacturer narrative:
Analysis summary: the exact cause of the reported thoracic rupture occurring during the planned intervention could not be determined from the returned pre-implant film report. Complete CT¿s prior to implant were not returned, and a thorough evaluation of the patient¿s anatomy could not be performed. Films during implant were not available for return and the reported event could not be assessed. The returned films confirmed a severely tortuous bend just distal to the previously implanted devices. It was reported that the physician had to push the delivery system in order to deliver it to the landing zone. Therefore it is possible that the thoracic rupture, leading to the patient's death, was most likely procedure and anatomy related due to implanting across the tortuous thoracic. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft system was implanted in a patient for the endovascular treatment of an unknown diameter thoracic aortic aneurysm. It was reported that during the implant procedure, the physician had to push the delivery system to deliver it to the landing zone, due to the patient's severe tortuosity distal to a previously placed stent graft. After successful delivery and placement of the navion stent graft, the patient's blood pressure dropped. Angiography distal to the stent graft showed a thoracic rupture. The patient expired during the procedure. As per the physician, the cause of the event was related to the patient's tortuous anatomy. No additional clinical sequelae were reported and the patient is expired.